Event description:
It was reported that the patient passed away. The death was not considered to be device or therapy related.

Manufacturer narrative:
Section b2, b3: date of death and event date were estimated as the date of death was unknown. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for vad-59512 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.